Event description:
It was reported that the lead was oversensing t-waves and had provided inappropriate therapy. The pacing/sensing functions of the 6947 lead were electrically abandoned with reprogramming and a new pacing/sensing lead was implanted. The lead remains implanted for defibrillation functions. The ICD was prophylactically replaced during this procedure as well. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.